Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent off-label transfemoral tpvr in a previously implanted in a non-edwards surgical valve. As reported, the patient had a failed calcified 25mm non-edwards surgical valvein the pulmonic position. The team pre-dilated with 22mm vida balloon. A 23mm sapien 3 ultra resilia valve was deployed and the delivery system balloon ruptured upon deployment. The delivery system was removed through the 26 fr. Dry-seal sheath. Post-dilation with 22mm vida balloon was performed. Ice images showed a stuck posterior leaflet of the sapien 3 ultra resilia valve. Further post-dilation with a 24mm vida did not result in restoring function of posterior leaflet. The decision made to place a covered stent to protect delivery balloon from further rupture and prepare a new 23mm s3ur. The second 23mm s3ur was deployed without incident. The patient tolerated the procedure well and did not exhibit any signs of injury.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per imaging review, an additional complaint of central aortic regurgitation was found. The complaint of central regurgitation was confirmed based on provided imagery, while the complaint of leaflet motion restricted was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra resilia thv was implanted in the pulmonic position for this case. Therefore, it is an off-label operation. As reported, ''the patient had a failed calcified 25mm freestyle in the pulmonic position. The team pre-dilated with 22mm vida balloon. A 23mm sapien 3 ultra resilia valve was deployed and the delivery system balloon ruptured upon deployment. The delivery system was removed through the 26 fr. Dry-seal sheath. Post-dilation with 22mm vida balloon was performed. Ice images showed a stuck posterior leaflet of the s3ur. Further post-dilation with a 24mm vida did not result in restoring function of posterior leaflet. The decision made to place a covered stent to protect delivery balloon from further rupture and prepare a new 23mm s3ur. The second 23mm s3ur was deployed without incident. The patient tolerated the procedure well and did not exhibit any signs of injury.'' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets, resulting in central regurgitation. In this case, it was reported that the delivery system balloon ruptured upon deployment and post-dilation was subsequently performed, likely to complete valve expansion in this off-label operation. Post-dilation can increase the risk to over expand the valve, which could prevent the leaflets from opening and closing properly, leading to leaflet motion restricted as reported and central regurgitation as observed. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation. No further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include article received related to this event. "Acute structural valve failure: importance of intracardiac echocardiography during transcatheter pulmonary valve replacement", by abhay divekar md e.t. Al. Published in the journal of the society for cardiovascular angiography & interventions. Https://doi.org/10.1016/j.jscai.2025.102624.